Manufacturer narrative:
Reported event of telemetry lockout was confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicates telemetry lockout occurred in the field was due to excessive rf telemetry usage in a short period of time. This lockout feature disables rf telemetry for a period to prevent battery drain of device. Further analysis performed found no anomaly with the device able to be interrogated successfully through both rf and inductive telemetry. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that during an unrelated procedure, the device was unable to be interrogated using radio frequency (rf) telemetry. The physician suspected the device had entered rf lockout. An additional procedure was performed, and the device was explanted and replaced to resolve the event. The patient was in stable condition.